Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their full charge typically last two week but starting two days ago they noticed their full charge only lasted a day. There were no falls/trauma that led to this issue. The patient was redirected to their health care professional (hcp). Other relevant medical history includes spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.